Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that the affected tissue samples were likely derived from the "extended processing weekend run" protocol comprising 248 cassettes, which started in retort a at 11:37am on (B)(6) 2019 and completed at 2:00am on (B)(6) 2019. No error code(s) were recorded during execution of this protocol, which had a total duration of approximately 13 hours, with the fixation step (step 1 of the protocol) being approximately eight (8) hours and the remaining processing steps (2 to 13) being executed in approximately five (5) hours. All reagents used during execution of the "extended processing weekend run" protocol started in retort a at 11:37am on (B)(6) 2019 had been used for at least one (1) previous processing run without reported incident. The instrument logs also showed that the "routine daily run"; the "extended processing run" and the "extended processing weekend run" protocols had been edited and validated 47 times between 10 july and 27 august 2019. This incidental finding suggests that it is a common practice to edit and re-validate tissue processing protocols. As no sub-optimal tissue processing was reported from processing runs executed prior to (B)(6) 2019, it is considered that this user action did not either cause or contribute to the sub-optimal tissue processing reported by the complainant in this complaint. Investigation of this complaint found that the instrument operated within specification between 17 and 19 august 2019. The information provided to the leica applications specialist-trainer in combination with information in the instrument logs indicate that the root cause of the sub-optimal tissue processing reported by the complainant was use of a protocol of inappropriate duration for the size of the tissue samples being processed. Section 8.2.1 of the leica peloris/peloris ii user manual tabulates the recommended protocol duration for maximum tissue dimensions and different specimen types. Specifically, it is recommended that all biopsies up to 3mm diameter with a maximum thickness of <3mm: gi biopsies, renal, prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps are processed using a 2 hour protocol. In this instance, prostate, breast and colon biopsies were processed using a protocol of approximately five (5) hours duration.

Event description:
Leica biosystems received a complaint regarding "underprocessed tissue" following completion of processing. The leica applications specialist - trainer documented the following information provided by the complainant: "underprocess tissue. Happened on the weekend. Tissue on monday morning were underprocessed. Tissue were reprocessed. 80 blocks. Pathologists were able [sic] to make a diagnosis on the reprocessed blocks. There were no error code. Processor ran to completion. Routine maintenance was performed on the unit." On (B)(6) 2019, a leica applications specialist - trainer (fss) visited the customer site in order to investigate the circumstances involved in this complaint and to provide applications support. The fss documented the following information provided by the complainant: "he said all cases have been diagnosed. He does not think it was a unit issue. More that the grossing area grossed specimens too thick and were also put in the wrong place which were then placed on the wrong protocol. The fss also documented that the manager had changed protocols and thresholds due to error; and the tissue samples exhibiting sub-optimal processing, which comprised breast, prostate and colon samples with a size of 2mm, were derived from an "extended processing weekend run". When notifying leica biosystems of this complaint on (B)(6) 2019, the complainant indicated that the tissue samples from all cases involved in the event were diagnosable.